Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there were missing four mounting feet. The top case had dents and many deep scratches exposing the metal. It is required to upgrade the software from version v2.23 to v3.03. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the generator's socket select board and the circuit board were not properly mounted and there was a faulty plasma kinetic (pk) radio frequency board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported power output issues is due to the board and socket select board not being properly mounted. The root cause of these components being improperly mounted is unknown. Olympus will continue to monitor field performance for this device.